Manufacturer narrative:
H.6. Investigation summary four photos were received by our quality team for evaluation. Upon visual inspection is was observed that there was several white foreign matter particles on the cannula; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Since no samples were received to determine the foreign matter type, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that dust was found in the packaging of 3 separate needles 20g 1-1/2in tw before use. The following information was provided by the initial reporter: "small dust in the package".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that dust was found in the packaging of 3 separate needles 20g 1-1/2in tw before use. The following information was provided by the initial reporter: "small dust in the package".